Event description:
During a follow-up in-clinic, lead dislodgement was observed on the right atrial (RA) lead and was confirmed through diagnostic imaging. It was alleged that a malfunction of the RA lead caused the dislodgement. During a revision procedure, the helix of the RA lead was unable to extend and retract. The RA lead was then explanted and replaced to resolve event. The patient was stable.